Event description:
It was reported that the ventilator shut down with no audible alarm. The ventilator would not turn back on. The ventilator casing screws were being tightened when the shut down occurred.

Manufacturer narrative:
Na